Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated that cgm was displaying a value of 3.4mmol/l and treated the patient with 2 dextrose tablets due to the patient being hypoglycemic based on the cgm value. She indicated that after she treated the patient, his bg increased to around 16.0mmol/l and stated the cgm must have been inaccurate to cause this reaction to his bg values. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The root cause was determined to be an improper calibration via data. Reportedly, the patient entered finger stick values during rapid rates of change. Labeling indicates: don't calibrate when your bg is changing at a significant rate: more than 2 mg/dl per minute. Look for rate of change arrows on your display device screen and don't calibrate when you see: a single arrow, pointing up, rising 2-3 mg/dl each minute. Two arrows pointing up, rising more than 3 mg/dl each minute. Single arrow pointing down, falling 2-3 mg/dl each minute. Two arrows pointing down, falling more than 3 mg/dl each minute. Calibrating during a significant rise/fall of your bg may affect accuracy of sensor glucose readings, resulting in you missing a severe low or high glucose event.

Manufacturer narrative:
(B)(4)